Manufacturer narrative:
Under (B)(6) law, patient information is considered confidential and will not be released by the hospital. (B)(4).

Event description:
Breas (B)(4) reported a vivo 40 device with no function at all. The device did not power up.